Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose ranged from 72-145 mg/dl. Customer pressed the wake button with more force and the wake button performed as intended.